Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic conversion sleeve to bypass anastomose ll, the stapler fired but patient experienced gastro-jejunal hemoglobin bleeding of 12 to 9.9 g/dl post operatively. The patient incurred a temporary injury.